Event description:
N/a.

Manufacturer narrative:
(B)(4). Complaint sample was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and manufacturing records could not be reviewed. The cause(s) of the difficulty reported by the customer could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Manufacturer narrative:
Attempts are being made to obtain additional information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
2 of 3 reports. Other mfg report numbers: 1226348-2020-00091, 1226348-2020-00093 . A physician reported that after a microsensor implantation procedure, the value displayed negative readings even in not decompressed patients and after 12-18 hours the value was normal but happened after 2 day that no value was available. After some minutes the value was again negative and after a while it was normal. It happened in 3 cases with different patients. The monitor used was a draeger monitor and the directlink was connected to it. The issue was discovered after patient left the operating room and was removed after 10 days.